Manufacturer narrative:
The customer¿s reported complaint of keypad keys not responding was confirmed during the testing of two returned pump modules. Test results, consisting of a functional test and asm keypad test confirmed keypads failing to operate as intended. Internally, the keypads were identified with fluid ingress damage equivalent to bd engineering investigation findings, documented within the failure investigation report dir: (B)(4). Chemical attack to the keypad pcb can cause cracking of the traces by making the circuit more brittle as noted during the internal inspection. The chemical attack causes the observed brown/black discolored traces on the keypad flexible circuit. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pump modules keypad problem. Keypad- unresponsive key. It was reported that the customer purchased 363 new pump modules that they received between june 2018 to november 2018. They state that there have been 30-40 pump modules over the last year involving the 4 push buttons on the front panel were not working properly, making the pump modules inoperable. The biomed department states that the ribbon cable appears to be getting compressed/pinched as it folds under the connector, causing a failure of the cable which leads to a failure of keypad operation. The customer states that there has been no patient involvement.